Event description:
The initial reporter stated that the customer performed a blood glucose testing test and received a result of 390mg/dl. She was taken to the emergency room because of the high reading. It was stated that approximately one hour later the hospital meter result was 116mg/dl. No treatment was given. Controls were out of range. A request was made for the return of the suspect device and replacement product was sent.